Event description:
A hemodialysis inpatient user facility reported during treatment an external blood leak occurred. The leak was visually observed from the header seal on the venous side. Test strips were used to confirm. Estimated blood loss was 5cc. The patient had no adverse effects and no medical intervention was required. The patient completed treatment with a new set-up. Sample has been requested.

Manufacturer narrative:
Plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.

Manufacturer narrative:
The complaint is confirmed as a foreign matter was found. During a visual examination, a particulate was observed to be located between the silicone o-ring and polyurethane cut surface on the cavity ID end between three hundred degrees and three hundred and ten degrees (with the dialysate ports at zero degrees). Visual characteristics of the particulate are consistent with polyurethane/polyethylene (pe/pu) silvers, they are thin and flexible but retain shape. An investigation of the device manufacturing records was also conducted by the manufacturer. There were no deviations or nonconformances noted during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.